Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical product: addr01, implantable pulse generator, (B)(6) 2007. (B)(4).

Event description:
It was reported that during surgery for tricuspid valve repair, the atrial and rv (right ventricular) leads became dislodged. The leads were explanted and replaced. No patient complications have been reported as a result of this event.